Manufacturer narrative:
A steris service technician inspected the surgical table and found that the power supply was damaged. The technician replaced the power supply, tested all table functions, and successfully placed the table back into service. Steris engineering evaluated photographs of the replaced power supply and determined that it was damaged from fluid intrusion onto the power supply. The cause of this event is from improper sealing of the table's base after it was last serviced. The steris service technician received refresher training on proper sealing procedures for this surgical table on (B)(6) 2011.

Event description:
The user facility reported that during a procedure the surgical table base began to smoke. The patient was transferred to another surgical table and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.